Event description:
It reported that the universal oscillating saw attachments were damaged during surgery. There was no patient harm or delay reported.

Manufacturer narrative:
The device was returned to the manufacturer for repair and evaluation. The service record indicates that the device was manufactured on (B)(4) 2012. Evaluation of the device observed that every device displayed positons where pins were no longer attached to the mounted drive shaft. The cause of the reported issue is undetermined.